Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level as the pump did not shut down. The customer was advised by technical support to uninstall and reinstall the mobile app, and to monitor the battery depletion rate, following up if it exceeded 35% per day. The customer understood and acknowledged these instructions.